Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01644. It was reported that a suture break occurred. Two flexima¿ apdl were selected for use; however, it was noted that the string broke on both devices. No patient complications were reported.